Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing of noise, and an apparent lead fracture. No further patient complications were reported as a result of this event.